Event description:
It was reported that a motor stall recovered after more than 2 hours and was confirmed by event logs (9 hours and 27 minutes per event logs). The motor stall was seen during a refill. It was stated that the patient experienced a loss of effect and increased spasticity. Oral mediation was needed to cover the underinfusion. The patient status at the time of the event was alive and no injury. There was no required hospitalization associated with the event. A pump replacement was scheduled for the week of (B)(6) 2014. The pump was used to deliver lioresal.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was further reported that the pump was explanted ¿last week¿ and was expected to be returned. The patient was receiving effective therapy with the new pump. Further the pump was received and sent for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).